Event description:
It was reported the patient is experiencing pain and pocket heating at the ipg site. Pocket heating occurs whether the patient is recharging the ipg or not. A new charger was sent to the patient to help resolve the issue but was unsuccessful. The patient may undergo surgical intervention on a late date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.